Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached due to metal ion oxidation . It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner and outer insulation had cosmetic metal ion oxidation and the outer insulation had cosmetic environmental stress cracking. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached due to metal ion oxidation . It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the inner and outer insulation had cosmetic metal ion oxidation and the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported that both the right ventricular and atrial leads had suspected insulation breach. The leads were explanted and replaced. No patient complications have been reported as a result of this event.